Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the bevel of an ophthalmic knife was on the posterior and not on the anterior side. The scheduled procedure was a cataract surgery. There was no report of any patient harm. Additional information has been requested. Additional information has been received clarifying that the event occurred before surgery. The surgery was completed successfully by replacing the knife with another one. There was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached photos confirms the reported issue of the bevel of the blade was on the posterior and not the anterior side. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. When assembled using the automated assembly method, knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. During this process it is possible for the blade to be placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife is then angled, the bevel is then in the wrong location. There are two automated machines that manufacture this product; one has an inspection for bevel orientation and the other does not. This complaint does not have a reported lot number, therefore, it cannot be confirmed which machine the returned product was manufactured on. The inspection procedures have been reviewed and defects, such as incorrect bevel orientation, are to be removed from the lot and scrapped. Investigation photos of the returned samples have been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's review training form. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).